Event description:
During a cryoablation procedure, the physician thought that he may have perforated the left atrial appendage with the guidewire while trying to cannulate the lspv. He pulled everything back and then cannulated the true lspv. He inflated the cryoballoon, occluded, and started the first treatment. During this treatment, blood pressure started to drift downwards and the cryoablation was terminated at 215 seconds. Patient had a pericardiocentesis preformed, patient stabilized and was put on observation. The patient was stabilized in procedure room and there was no need for further intervention. Follow up on (B)(4) 2012 indicated that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Neither bin files nor failure files show any system notice for the date of case. Bin files show at least (B)(4) injections were performed with the catheter. This report will be recorded and trended.